Event description:
The customer reported a bright white image fluoroscopic image that was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera and associated ps2 power supply were evaluated and replaced. The video controller pcb assembly was also replaced at a later time. The system was tested and found to be working as intended and returned to service.